Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the cause was due to the connector (electric contact part) of either the processor, camera head, or the light source was connected in a state where it was not dry enough or foreign matter (chemical liquid residue, water dirt, sebum dirt, dust, gauze spray, etc.) Was present. Additionally, one of the camera heads, the endoscope, or the light source used in the combination broke down, and it was in a state where it could not communicate with the processor therefore, the color bar may have been displayed. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of plugging in camera heads and just staying as the color bars not recognizing the camera head. The device was tested with other clv-190 light source and confirmed the video imaging was functioning normally. The device also passed all functional test that was conducted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii video system center stayed at the color bar and not recognizing the camera head after plugging in. There was no harm, infection or user injury reported due to the event.